Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a return of pain and the physician reported the leads migrated. The leads were replaced and will be returned. The cause was not determined, but it was noted the replacement resolved the issue. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: 2025-04-17 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2zma1042, ubd: 05-jul-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 05-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
H3: analysis of the lead, model 977a260, s/n (B)(6), revealed the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the lead, model 977a260, s/n (B)(6), revealed the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.